Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced electrical faults and a high watt alarm on the controller. A vad technician performed a driveline cleaning and this did not resolve the alarm issue. The controller was exchanged with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
The controller con189326 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. The controller passed functional testing but failed visual examination due to contaminants in the driveline connector. In addition, log file analysis revealed several electrical fault alarms which are most likely due to the contamination in the driveline connector. The root cause of the electrical fault alarms is most likely due to contamination in the driveline connector by foreign materials. The manufacturer has opened an investigation to evaluate the driveline connector contamination. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.